Event description:
Received information stating that ventilator provided an "unfamiliar alarm" while in pt use. Pt was receiving zanamivir which was being ground and reconstituted in normal saline and nebulized into the ventilator circuit. As per drug warning, relenza (zanamivir), inhalation powder, is not intended to be reconstituted in any liquid formulation and is not recommended for use in any nebulizer or mechanical ventilator. Age at time of event: 20-30.

Manufacturer narrative:
Multiple attempts have been made to try and obtain further information. A follow up MDR will be sent should new information becomes available.